Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), despite several recapture and reposition, undersensing, and no capture were observed. Leadless ipg was never implanted, and was replaced with single chamber transvenous ipg. No patient complications have been reported as a result of this event.